Event description:
Event description cpi received information that on 11/13/96 this bipolar lead (4285) was implanted along with an implantable pulse generator (ipg). On 11/14/96, one day later they removed the lead because it would not stay in place in the ventrical. The lead (4285) was replaced with a sweet tip bipolar lead (4269) on 11/14/96.